Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the ventricular rate sense channel. This oversensing resulted in inappropriate storage of nsvt, two divert-reconfirms, and pacing inhibition. Patient had own intrinsic rhythm.